Event description:
It was reported that the longevity for this pacemaker decreased from two years to two months in a six month period. Technical services (ts) discussed sending device data to ts so that they can analyze it and confirm if there was premature battery depletion (pbd). A replacement procedure will be performed, as of now there is no evidence of it been performed or scheduled. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b2: outcomes attrib to adv event.

Event description:
It was reported that the longevity for this pacemaker decreased from two years to two months in a six month period. Technical services (ts) discussed sending device data to ts so that they can analyze it and confirm if there was premature battery depletion (pbd). A replacement procedure will be performed, as of now there is no evidence of it been performed or scheduled. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the longevity for this pacemaker decreased from two years to two months in a six month period. Technical services (ts) discussed sending device data to ts so that they can analyze it and confirm if there was premature battery depletion (pbd). A replacement procedure will be performed, as of now there is no evidence of it been performed or scheduled. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker longevity data was reviewed, and it was noted that the longevity decreased from 2.5 years to three months in a period of a year and a half. It was noted that it was now believe that the battery was not exhibiting pbd, and the battery was depleting normally. The pacemaker will be replaced due to normal battery depletion. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable as additional information was received, this pacemaker longevity data was reviewed, and it was noted that the longevity decreased from 2.5 years to three months in a period of a year and a half. It was noted that it was now believe that the battery was not exhibiting pbd, and the battery was depleting normally. The pacemaker will be replaced due to normal battery depletion. This pacemaker remains in service. No adverse patient effects were reported.